Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral outer thighs with a coolsmooth applicator and on (B)(6) 2017 to the bilateral inner thighs using a cooladvantage applicator who developed paradoxical hyperplasia (pah/ph) in the outer thighs 6 months after treatment, diagnosed on (B)(6) 2018. Tissue described as firm with indurated contour irregularities and visible enlargement. Irregularities in the inner thighs was also report but a diagnosis was not confirmed.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral outer thighs with a coolsmooth pro applicator and on (B)(6) 2017 to the bilateral inner thighs using a cooladvantage applicator who developed paradoxical hyperplasia (pah/ph) in the outer thighs 6 months after treatment, diagnosed on (B)(6) 2018. Tissue described as firm with indurated contour irregularities and visible enlargement. Irregularities in the inner thighs was also report but a diagnosis was not confirmed.